Event description:
Stapler fired but not all staples went in and then it wouldn't cut. Stapler sent to back office. Co had to open stapler atw 45, lot y45r4l. Co is doing a laparoscopic appendectomy at the time. Second stapler did fire properly.